Event description:
On (B)(6) 2013, the customer reported to beckman coulter (bec) that a few ml of fluid had leaked under the coulter act-diff analyzer during a startup. The leak was not contained within the analyzer. The customer indicated that the startup failed and the instrument generated hemoglobin (hgb) voltage errors over two different days. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. The customer was contacted via the telephone and stated that no patient samples were run at the time because all three levels of controls never came within specification. There was no impact to patient results. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment. This MDR is to report the event occurred on (B)(6) 2013. MDR-1061932-2013-01518 is being submitted for event occurred on (B)(6) 2013 at this customer site.

Manufacturer narrative:
(B)(6) 2013 event continued: beckman coulter (bec) customer technical service (cts) assisted the customer in troubleshooting of the issue. Per phone conversation with the cts, the customer had cycled the instrument with the door open and could not determine the source of the leak. The customer was then advised to return the bath shield onto the baths to eliminate the hemoglobin (hgb) voltage error. (B)(6) 2013 event continued: customer called the next day ((B)(6) 2013) reporting that the hgb voltage errors returned and there was a fluid leak and a field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a large black clot at the bottom of white blood cell (wbc) bath that could cause intermittent wbc bath overflow and hgb failures. The fse indicated that the source of the bath clot was dried blood from the probe wipe. The fse removed the clot and cleaned the probe wipe rinse block resolving the intermittent leak issues which occurred on both days. While onsite, the fse found a little crystallization on the diluent and sample syringe. The fse cleaned the crystallization as preventative maintenance. The fse ran a carryover and reproducibility before running controls and all tests passed. Failure mode was attributed to dried blood on the probe wipe which contributed to a clog in the wbc bath causing the overflow and the intermittent leak on both days, along with the reported hgb voltage errors. (B)(4).